Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# s1004, with expiration date 02/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Left knee effusion [joint effusion]. Left knee pain [arthralgia]. Case description. Spontaneous report was received on (B)(6) 2011 from a female patient, initials (B)(6), who experienced knee effusion after starting synvisc-one. The patient received one synvisc-one injection into her knee on (B)(6) 2010. The patient reported that he experienced an "allergic reaction" (date not provided). The patient required treatment for her symptoms. She reported that a "knee joint puncture was performed on (B)(6) 2010." The product lot number was reported as s1004. At the time of this report the outcome of the patient was unknown. Additional information was received on (B)(6) 2011 from the healthcare provider. The hcp updated the patient's medical history to include gonarthritis of degenerative etiology, bilateral total hip protheses, and two previous series of synvisc treatment. The hcp reported that the patient's date of birth was (B)(6) and that she weighs (B)(6) and stands (B)(6) tall. The hcp that the patient received one injection of synvisc-one into the left knee on (B)(6) 2010 by "latero-external route." The hcp reported that "knee joint puncture was not performed prior to synvisc-one injection because the knee was dry." The hcp reported that the patient subsequently experienced left knee effusion and left knee pain ((B)(6) 2010). The patient required treatment for her symptoms. The hcp reported that the patient received one intra-articular injection of "corticosteroids altim" into her left knee ((B)(6) 2010). The hcp reported that a left knee joint puncture was also performed and 55ml of synovial fluid were withdrawn ((B)(6) 2010). The hcp reported that the synovial fluid was "citrine/inflammatory" and was "sterile and there [were] no crystals." The results of a synovial fluid analysis were: rbc count: 7800/mm3; wbc count: 130/mm3; 23% neutrophils; 20% monocytes; 55% lymphocytes. The hcp reported that the patient recovered from her symptoms on (B)(6) 2010. The hcp reported that the intensity of the patient's symptoms was severe and their relationship to synvisc-one was definite. The product lot number was confirmed to be s1004. At the time of this report, the outcome of the patient was recovered. Additional information was received on (B)(4) 2011 in the form of qa results. The production and quality control documentation for lot# s1004, with expiration date 02/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.